Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason: due to pain.

Manufacturer narrative:
The device associated to the complaint were returned for analysis. The DHR and product analysis performed for the metaglene and the glenosphere did not reveal any anomalies that could be related to the issue reported on the complaint. Based on the information received and the investigation performed, no product related issue was identified. The root cause of the issue could be related to the surgical error in the primary procedure.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.